Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup, unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02277. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with possible poly wear. Nonspecific radiolucency involving the proximal femoral component at the greater and lesser trochanter without radiolucency at the tip of the femoral component. Slight varus positioning of the femoral stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient is being indicated for a revision due to unknown reasons approximately 26 years post implantation. Attempts have been made and additional information on the reported event is unavailable.